Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the beginning of the supply bag line where it connects to the cassette during their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 4 of 5 of treatment. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient¿s contact confirmed that the reported fluid leak event. The patient¿s contact stated that they received multiple air detected in cassette warnings during fill 4 of 5 and treatment was cancelled. Upon looking around the cycler, a fluid leak was discovered from the tubing of the liberty cycler set. The patient¿s contact confirmed that there was no fluid found in the cassette door. The cause of the leak was unknown, and the patient stated that no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatments using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: although a sample return kit was sent, the device was reported to be not available, and no sample was returned to the manufacturer. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the beginning of the supply bag line where it connects to the cassette during their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 4 of 5 of treatment. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient¿s contact confirmed that the reported fluid leak event. The patient¿s contact stated that they received multiple air detected in cassette warnings during fill 4 of 5 and treatment was cancelled. Upon looking around the cycler, a fluid leak was discovered from the tubing of the liberty cycler set. The patient¿s contact confirmed that there was no fluid found in the cassette door. The cause of the leak was unknown, and the patient stated that no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatments using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.